Manufacturer narrative:
(B)(4). An unknown alarm, which may be indicative of a potential malfunction of the disposable cassette, occurred during priming. The sample has been reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on a homechoice (hc) device when used with a yume set for uv flash. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.